Manufacturer narrative:
This follow up report is being submitted to relay additional information. The reported event was able to be confirmed through physical evaluation of the device. It was reported in error previously that the complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. (B)(4). The complaint sample was evaluated and the reported event was not confirmed. The device was returned and the bearings exhibit severe damage. An accurate dimensional analysis could not be performed. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00840002407, lot# 63180566, description: ulnar component plasma sprayed size 4 75 mm length right; 00840004410, 62918655, humeral component plasma sprayed size 4 100 mm length; 00840009400, 63485832, articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b; 00840009000, 63425387, humeral screw kit 2 humeral screws. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during an elbow arthroplasty procedure, one of the humeral screw could not be inserted. An additional bearing articulation set was opened and the screw was able to seat properly. No patient consequences were reported as a result of the malfunction.